Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider regarding a patient who was receiving lioresal (unknown concentration and dose) via an implantable pump. Indication for use was intractable spasticity and post spinal cord injury. The date of the event was (B)(6) 2016. It was reported the patient experienced a pocket infection. The infection was confirmed and the strain was ¿(B)(6)¿. The physician went in to do a replacement and the old pocket had calcium in the pocket that grew infection. The infection was associated with the implant. The pump was removed (B)(6) 2016 to let the patient heal then re-implant. Intervention was intravenous and oral antibiotics and total system explant. On (B)(6) 2016 a computed tomography (CT) scan was done of the lumbar and pocket. The patient followed up with the managing physician on (B)(6) 2016 and had blood work showing the infection was gone. The infection was resolved. A new pump was implanted (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.